Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that guidewire coating peeled off and guidewire entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary artery. A 035/260/1 amplatz super stiff guidewire was used together with an 8mmx2cm non-boston scientific balloon catheter. After balloon inflation, upon removal, the guidewire coating seemed peeled off and the balloon was stuck with the wire. Subsequently, the balloon was removed together with the wire. The procedure was completed with another amplatz super stiff guidewire and a 10mmx2cm balloon catheter. There were no patient complications nor injuries reported.